Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to section b3: the event date was updated to 03/07/2025 based on the event logs. As per the log review, the instrument was last used on 03/07/2025 during cholecystectomy surgical procedure. Correction to section g3: the g3 should be 03/11/2025 based on previously submitted report on MFR report number: 2955842-2025-12270. Therefore, h10 was updated to include MFR report number 2955842-2025-12270.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.